Event description:
Information received from the field notes that an x-ray revealed an insulation break under the clavicle. Symptoms present in the patient's history are complete av-block, syncope and pre syncope episodes, palpitations, pacemaker~~~~~